Manufacturer narrative:
(B)(4).an issue indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette became disconnected from the transfer set during drain 2 of 4 of peritoneal dialysis (pd) therapy on the homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp) in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.